Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204, overheating) has been confirmed. Upon investigation the monitor was unable to power on. The cause was isolated to contamination found throughout the defibrillator pca and computer/analog board, where high voltage travelled to low voltage circuitry, damaging the pcb around r45 and q9. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable) and was overheating.